Event description:
It was reported that a balloon rupture occurred. On an unspecified date, an unknown stent was implanted. In october 2022, in-stent restenosis was noted in the 50% stenosed, moderately tortuous and non-calcified of right superficial femoral artery. A 6.00mmx2.0cmx135cm peripheral cutting balloon was selected for use. During procedure, the balloon ruptured at the proximal part upon fifth inflation at 6 atmospheres within a short period of time. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. Per physician's comment, it is possible that it was caught on the stent, or the plaque was hard. No complications reported and the patient was in good condition after the procedure.